Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate apical and posterior graft system on (B)(6), 2010. It was alleged the plaintiff experienced "chronic pain, bleeding, infection, dyspareunia, and destruction of vaginal tissue warranting the need for additional surgical intervention." It was also alleged the plaintiff "has suffered and will continue to suffer severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.